Event description:
Intuitive surgical, inc. (Isi) received a voluntary FDA medwatch report (MDR) with MDR report #mw5162354 stating: "davinci prograsper broke while being used inside patient. All pieces retrieved and prograsper sent to cpd."

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the prograsp forceps instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the prograsp forceps instrument with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Isi could not complete the site history as insufficient information was provided. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was unable to be completed, the reported event was unable to be confirmed .